Manufacturer narrative:
This device was retained by the hospital. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the right atrial (ra) channel with low out of range pacing impedance measurements. Additionally, increased ra pacing thresholds as well as no atrial sensing was reported. Oversensed noise on the right ventricular (rv) channel was also noted. There was no pacing inhibition observed and impedance measurements were good. An invasive procedure was performed. The system was explanted and replaced with another manufacturer's system. The cause of the clinical observation was unable to be determined. No additional adverse patient effects were reported.